Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cocked stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes the stopper was not assembled correctly. The following information was provided by the initial reporter, translated from (B)(6) to english: the stopper not assembled correctly.